Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt with fracture of left shaft cubitus was implanted on (B)(6) 2012 with lcp recon plate. The post operative x-rays were ok. On (B)(6) 2012, the plate broke and fracture re-occurred after pt made a twisting movement of the arm. A revision was performed on (B)(6) 2012, hardware was removed. It is not known what the pt was revised to, no further info available.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with international standard iso 5832-1. The fracture face is homogenous which indicates material conformity. No product fault could be detected.